Event description:
A malfunction was reported, displaying malfunction code 12 with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided guidance for future actions if the malfunction code reoccurs. The customer acknowledged understanding and was advised they could continue using the pump.